Event description:
Eclipse homepump, lot #0202650721, model # e201000, filled with piperacillin-tazobactam 4.5 grams/0.9 percent sodium chloride 100 ml leaked from the connection of the filter to the tubing, above the tubing.